Event description:
Additional information was provided regarding this event. There was no procedural delay or medical intervention required. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the light guide tube had leakage and water invaded scope connector during user handling of the subject device, casuing damaged electronic components and error message was displayed. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope was returned from being repaired with the same issue (b30 scope communication error). The event occurred during preparation for use. The intended procedure was that of a diagnostic approach. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. After aerating the subject device, it still displayed a b30 (scope communication) error and no image. In addition, the switch button 1 and switch button 4 did not work. The light guide tube experienced a leak. There was fluid invasion in the control body and scope connector. The light guide tube had a hole. The scope failed the electrical continuity test. The exera identification chip had no data. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.